Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
Site reports that pt had an I&d of the right knee on (B) (6) 2009 with articular exchange, IV and oral antibiotics.